Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Approximately (B)(6) 2013 the patient felt a shift and an audible click. The patient was ok for 2 days. On the third day the patient began feeling a grinding and pain began to progress. No trauma was noted. The patients' right hip was revised because the ceramic liner was broken. Bmi (B)(6).

Manufacturer narrative:
An event regarding fracture involving a trident alumina insert was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿damage to the rim of the insert sleeve was consistent with impingement from neck of the femoral stem. It is likely that the ceramic insert was in a condition of edge loading, resulting in the fracture of the insert. The fracture surfaces were damaged by post-fracture edge chipping, preventing evaluation of any primary fracture surfaces or the fracture origin. No material or manufacturing defects were observed on any of the device features examined.¿ medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿because implant choice and also its positioning are under complete control of the surgeon, the root cause of this pi case is procedure-related. Device related factors were excluded with the materials analysis and as such the current failure scenario as discussed provides a plausible explanation for all facts and findings having lead (sic) to the revision procedure at 3½-years post primary arthroplasty. This pi case is not device related.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The investigation concluded that the ceramic insert fracture was caused by user/surgical technique factors. The event is not device related.

Event description:
Approximately (B)(6), 2013 the patient felt a shift and an audible click. The patient was ok for 2 days. On the third day the patient began feeling a grinding and pain began to progress. No trauma was noted. The patients' right hip was revised because the ceramic liner was broken. Bmi 42.